Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Pxt261414/11495684 UDI# (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include significant severe proximal neck angulation. The safety and effectiveness of the gore® excluder® aaa endoprosthesis featuring c3® delivery system has not been evaluated in the patients with less than 15 mm in length or > 60° angulation of the proximal aortic neck. Additionally, the IFU states: adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement.

Event description:
The patient referenced in this event file is enrolled in a (B)(6) designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The pre-treatment computed tomography angiography (cta) determined that the maximum diameter of the aortic aneurysm/lesion was 45mm. The maximum infrarenal neck angle was 85 degrees. On (B)(6) 2014, the follow up CT showed that the maximum diameter of the aortic aneurysm/lesion was 48mm. The patient tolerated the initial procedure and discharged from the hospital on (B)(6) 2014. It was reported that on (B)(6) 2015, the follow up angiography showed a big atherosclerotic degenerative aneurysm in a distal descending aorta in the area where the gore® excluder® aaa endoprostheses previously were implanted. According to the physician, the event not related to device or procedure. On (B)(6) 2015, the patient underwent the reintervention using a medtronic device (46x46x200). According to the surgery description, there was used an extra-stiff lunderquist with a medtronic device which was positioned and released inside of the old endoprosthesis, covering all distal descendent aorta aneurysm up with the origin of the celiac trunk. No further adverse events have been reported.